Event description:
Regulatory agency reported left side "sudden enlargement of the left breast with pain," "fluid effusion with intact prosthesis," and "absence of signs of malignancy." Also reported "attempted suicide," "bruising of the upper and lower limbs in a context of gingivorrhagia and epistaxis without explanation," ¿viral pericarditis,¿ ¿covid-19¿ and ¿appendicitis¿, and ¿hernia, and ¿pancreatic microcysts¿ all not related to the device. The device was removed with total capsulectomy and replaced. While the second device was implanted, patient was diagnosed with bia-alcl. Histopathological markers cd30+ alk- have been confirmed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
This complaint represents a historic implant history of the patient's implant devices, hence the event of lymphoma - alcl - suspected is reported against the left side device. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Previous medwatch submission noted lymphoma-alcl. Upon further review of record, allergan medical safety has determined that there is insufficient information for lymphoma - alcl. Hence, lymphoma - alcl - suspected is the most appropriate term code at this time.